Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient experienced low pump flow, access site bleeding and hemolysis and subsequently expired. Five days prior to the impella implant, the patient underwent three-vessel coronary artery disease complicated by cardiac arrest requiring venoarterial extracorporeal membrane oxygenation (va ECMO). The impella cp was emergently placed successfully. Thereafter, the patient was transported to the unit on ECMO and impella support. Two days later it was noted the patient underwent percutaneous coronary artery intervention of drug-eluting stent placement to the left anterior descending (lad) artery. The next day, low pump flow was noted. The impella cp pump was unable to go above performance level p-1 without suction. The physicians noted blood in chest creating heart constriction. Chest tube was placed at bedside. Echocardiogram showed little filling in left ventricle and right ventricle. Right lung whited out on x-ray. ECMO was turned down to 3.0lpm due to chugging the night prior. The patient would receive four units of packed red blood cells and two units of fresh frozen plasma (unknown if for the chest bleed or low pump volume). Urine output was around 30ml/hr. With pink tinge. Five days later bleeding at the access site was noted requiring a dressing change. There was uncertainty if ECMO cannula or impella was the site of bleeding. The physician placed a suture at the impella access site and ECMO cannulas. The next day patient was experienced hemolysis. The patient being weaned off of va ECMO but was unable to. The patient was accepted to an outside facility for ventricular assist device evaluation. However, the patient's family member decided against this transition, opted for comfort care, and the patient would expire later this same day.

Event description:
Also, the patient experienced torsades, the patient was shocked 64 times. The patient continued to have tachycardia during support.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, low pump flow, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Data log reviewed: many suctions during support occurred. No positioning issue seen. Many impella position unknown observed. On (B)(6) 2019 a dip in placement signal (ps) and concurrent drop in pump flow was observed. Echocardiogram shows little filling in left ventricle and right ventricle on (B)(6) 2019. Soon after the dips, a motor current spike is observed. Clinical stated: on (B)(6) 2025 bleeding from every tube including extracorporeal membrane oxygenation (ECMO) cannulas, impella, feeding tube etc. And blood given with adding suture of support. The cause of the access site bleeding - major most likely was patient condition related since bleeding observed from multisite of support. The cause of the hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. The cause of the low pump flow was most likely patient condition related since echocardiogram shows little filling in left ventricle and right ventricle at the time of the issue. As the necessary information was not provided, the root cause of the vt/vf was not determined. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26786. H6 health effect - clinical code 2095 and health effect - impact code 4647 were inadvertently omitted on the initial manufacturer device report number.